Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at a diabetes clinic on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 459 mg/dl. The patient reported they experienced issues with connectivity with the dexcom g7 continuous glucose monitor (dexcom were informed of this issue on 12-jun-2026) and the pod. The patient received an error message which informed them that 'no sensor found', due to this the patient was advised by the system to switch the system to manual operation. The patient then received another message through the system indicating the pod should be replaced. The patient removed their current pod, which had been worn for 43 hours, and noticed there was dried blood. They then placed a new pod and waited 45 minutes for the pod to pair with the sensor, during this wait their blood glucose levels rose and they experienced abdominal pain. At this time, the patient attended the diabetes clinic where they received a bolus injection of insulin.